Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported consecutively receiving no delivery alarms followed by a motor error alarm during the manual prime. Customer stated that she was attempting to send her blood glucose readings to the insulin pump and it was not showing. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 132 mg/dl. No further information reported.